Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the distal left circumflex (lcx), but the details are unknown. The physician advanced the 3.0x32mm taxus express2 stent delivery system (sds) to the lesion but the sds was unable to cross the lesion. The sds was removed from within the patient to pre-dilate the lesion, and the physician noticed the stent edge lifted up. The procedure was completed with a different device. No patient injuries or complications were reported. Patient's condition noted as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.